Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital after receiving a vibratory alert for noise. Lead was explanted and replaced. Patient condition during and after the procedure was fine.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. Internal insulation abrasions were noted at 10.0-11.5cm and 14.0-15.5cm from the distal tip. The etfe coating was intact at this locations. Internal insulation abrasion under the rv shock coil was noted at 4.6-5.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.5-23.5cm from the distal tip. The etfe was damaged at 22.5cm from the distal tip and inner was coil was exposed at this location. This is consistent with the observation from the field of noise.